Event description:
Lilly case ID: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), with additional information from another consumer concerned a 72-year-old male patient of asian origin. Medical history included poor kidney function, hypertension, penicillin allergy and hospitalization. Concomitant medications included unspecified oral hypoglycemic drug for type 2 diabetes. The patient received insulin lispro (rdna origin) (humalog unspecified) at unknown dose and frequency, subcutaneously for the treatment of type 2 diabetes mellitus beginning on an unknown date in (B)(6) 2018. On an unknown date, in 2018, after starting insulin lispro therapy, the effect of insulin lispro was reported to be not good and the hypoglycemic effect was not good. On an unknown date in (B)(6)2018 (conflicting dates provided of (B)(6) 2019), after starting insulin lispro protamine suspension 50%/insulin lispro 50% therapy, his blood glucose was unstable (units, values and reference ranges not provided). On (B)(6) 2019, he was hospitalized for regulation of blood glucose. During hospitalization his dose was changed to 16 iu in morning and 12 iu in night as corrective treatment. On an unknown date, he was discharged from hospital. More information regarding hospitalization was not provided. In (B)(6) 2019, after hospitalization for diabetes mellitus, he stopped using insulin lispro therapy and changed to insulin lispro protamine suspension 50%/insulin lispro 50% therapy via a reusable pen, humapen ergo ii (blue), beginning on an unknown date in (B)(6) 2019, according to the doctor advice. On an unknown date, in 2019, he had skin infection caused by diabetes mellitus and in (B)(6) 2019, he was hospitalized for it. In morning of (B)(6) 2019, he had high blood sugar (units, values and reference ranges not provided) and had some problem with humapen ergo ii device. It was noted that the injection screw was not functioning properly when it was pushed down and the insulin did not flow out smoothly, sometimes it flowed out slowly and sometimes it could not flow out (pc (B)(4)/lot unknown). On (B)(6) 2019, he did not inject insulin lispro therapy, because of the problem with humapen. Outcome of the event blood glucose abnormal was recovering while outcome of the remaining events was not provided. Status of insulin lispro protamine suspension 50%/insulin lispro 50% and insulin lispro therapies was not provided. The patient was the operator of the humapen ergo ii and his training status was not provided. The general humapen ergo ii duration was not provided but started on an unknown date, in (B)(6) 2018 and the suspect humapen ergo ii duration of use was not provided. Action taken with the suspect humapen ergo ii was unknown and its return was not expected. The initial reporting consumer (patient) did not provide relatedness assessment between the events, both (insulin lispro protamine suspension 50%/insulin lispro 50% and insulin lispro) drugs and humapen ergo ii. The second reporting consumer assessed the event blood glucose abnormal as not related to insulin lispro protamine suspension 50%/insulin lispro 50% drug and assessed blood glucose unstable was related to diet while did not provide relatedness with humapen ergo ii. The second reporting consumer did not provide relatedness assessment between the remaining events, both (insulin lispro protamine suspension 50%/insulin lispro 50% and insulin lispro) drugs and humapen ergo ii. Update 03-apr-2019: the case was determined to be non-valid as there was no valid adverse event (hospitalization) and suspect product reported. Update 15-apr-2019: additional information was received from another consumer via psp on 11-apr-2019. Updated suspect drug to insulin lispro protamine suspension 50%/insulin lispro 50%, indication and start date of insulin lispro protamine suspension 50%/insulin lispro 50%, serious event of hospitalization to blood glucose abnormal. Added one new consumer reporter, one new lab test of blood glucose, three new medical history of poor kidney function, hypertension and penicillin allergy, one new unspecified oral hypoglycemic as concomitant therapy. Updated causality statement and narrative with new information. Update 18-apr-2019: additional information was received from initial consumer reporter via psp on 15-apr-2019. Added one lab test of blood glucose and medical history of hospitalization. Added one additional suspect drug humalog (unspecified type) and one suspect device (humapen ergo ii). Added: three non-serious events of blood glucose increased, product dose omission and lack of drug effect; also added one serious event of skin infection. Updated causality statement and narrative with new information. Update 22-apr-2019: information received on 15-apr-2019 as confirmation that suspect medication insulin lispro protamine suspension 50%/insulin lispro 50% and insulin lispro were used. No new adverse event information was received. Edit 23apr2019: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 30-apr-2019: additional information received on 29-apr-2019 form initial reporter via psp. The correct start date of insulin lispro therapies was updated. The date of the event of skin infection was updated. Update 15may2019: additional information received on 14may2019 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch/european and canadian (EU/ca) device information and device return status to not returned to manufacturer for pc (B)(4) associated with unknown lot of humapen ergo ii device. Corresponding fields and narrative updated accordingly. .

Manufacturer narrative:
No further follow-up is planned. Evaluation summary : a male patient reported insulin did not flow out smoothly when pushing the injection button of his humapen ergo ii device, that sometimes insulin flowed out slowly and sometimes it did not flow out. He experienced abnormal blood glucose. The device was not returned to the manufacturer for investigation (batch number unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), with additional information from another consumer concerned a (B)(6)-year-old male patient of asian origin. Medical history included poor kidney function, hypertension, penicillin allergy and hospitalization. Concomitant medications included unspecified oral hypoglycemic drug for type 2 diabetes. The patient received insulin lispro (rdna origin) (humalog unspecified) at unknown dose and frequency, subcutaneously for the treatment of type 2 diabetes mellitus beginning on an unknown date in (B)(6) 2018 and at some point in (B)(6) 2019, she was taking insulin lispro protamine suspension 50%/insulin lispro 50% (rdna origin) (humalog 50, 100 iu/ml) from cartridge via a reusable pen, humapen, (ergo ii, blue), twice daily (16 iu in morning and 14 iu in night) subcutaneously for the treatment of type 2 diabetes mellitus. On an unknown date, in 2018, after starting insulin lispro therapy, the effect of insulin lispro was reported to be not good and the hypoglycemic effect was not good. On an unknown date in (B)(6) 2018, after starting insulin lispro protamine suspension 50%/insulin lispro 50% therapy, his blood glucose was unstable (units, values and reference ranges not provided). On (B)(6) 2019, he was hospitalized for regulation of blood glucose. During hospitalization his dose was changed to 16 iu in morning and 12 iu in night as corrective treatment. On an unknown date, he was discharged from hospital. More information regarding hospitalization was not provided. In (B)(6) 2019, after hospitalization for diabetes mellitus, he stopped using insulin lispro therapy and changed to insulin lispro protamine suspension 50%/insulin lispro 50% therapy via a reusable pen, humapen ergo ii (blue), beginning on an unknown date in (B)(6) 2019, according to the doctor advice. On an unknown date, in 2019, he had skin infection caused by diabetes mellitus and in (B)(6) 2019, he was hospitalized for it. In morning of (B)(6) 2019, he had high blood sugar (units, values and reference ranges not provided) and had some problem with humapen pen. On (B)(6) 2019, he did not inject insulin lispro therapy, because of the problem with humapen. Outcome of the event blood glucose abnormal was recovering while outcome of the remaining events was not provided. Status of insulin lispro protamine suspension 50%/insulin lispro 50% and insulin lispro therapies was not provided. The patient was the operator of the humapen ergo ii and his training status was not provided. The general humapen ergo ii duration was not provided but started on an unknown date, in (B)(6) 2018 and the suspect humapen ergo ii duration of use was not provided. Action taken with the suspect humapen ergo ii was unknown and its return was not expected. The initial reporting consumer (patient) did not provide relatedness assessment between the events, both (insulin lispro protamine suspension 50%/insulin lispro 50% and insulin lispro) drugs and humapen ergo ii. The second reporting consumer assessed the event blood glucose abnormal as not related to insulin lispro protamine suspension 50%/insulin lispro 50% drug and assessed blood glucose unstable was related to diet while did not provide relatedness with humapen ergo ii. The second reporting consumer did not provide relatedness assessment between the remaining events, both (insulin lispro protamine suspension 50%/insulin lispro 50% and insulin lispro) drugs and humapen ergo ii. Update 03-apr-2019: the case was determined to be non-valid as there was no valid adverse event (hospitalization) and suspect product reported. Update 15-apr-2019: additional information was received from another consumer via psp on 11-apr-2019. Updated suspect drug to insulin lispro protamine suspension 50%/insulin lispro 50%, indication and start date of insulin lispro protamine suspension 50%/insulin lispro 50%, serious event of hospitalization to blood glucose abnormal. Added one new consumer reporter, one new lab test of blood glucose, three new medical history of poor kidney function, hypertension and penicillin allergy, one new unspecified oral hypoglycemic as concomitant therapy. Updated causality statement and narrative with new information. Update 18-apr-2019: additional information was received from initial consumer reporter via psp on 15-apr-2019. Added one lab test of blood glucose and medical history of hospitalization. Added one additional suspect drug humalog (unspecified type) and one suspect device (humapen ergo ii). Added: three non-serious events of blood glucose increased, product dose omission and lack of drug effect; also added one serious event of skin infection. Updated causality statement and narrative with new information. Update 22-apr-2019: information received on 15-apr-2019 as confirmation that suspect medication insulin lispro protamine suspension 50%/insulin lispro 50% and insulin lispro were used. No new adverse event information was received. Edit 23apr2019: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.